Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the blade in question was used for an open reduction and internal fixation to trochanteric fracture case. It was found via x-ray that the blade in question was not locked after implantation in accordance with the instructions in the technique guide. The surgeon decided to extract the blade in question and implanted the smaller sized blade instead. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the proximal femoral nail antirotation (pfna) blade showing signs of usage and a lot of scratches on the surface. As part of our investigations we were able to replicate the technique and it was possible to lock the blade. What we observed was that the screw (which tightens the blade) was pushed down inside the casing. When the screw was pulled up; then it was noticeable that the screw head was deformed out of shape, thus the screwdriver would have spun in the head and not tightened the blade. This type of damage is caused by a number of factors such the use of the incorrect screwdriver, the incorrect use of the impactor screwdriver, or else the impactor screwdriver head could have been damaged. The screwdriver was not received for investigation, therefore; it cannot be determined as to the exact cause for this problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there was no patient harm. There was a surgical delay of thirty minutes reported.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.